Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that frequent replace battery warnings had occurred with 3 separate batteries out of at least 2 separate packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2016 with the following findings: a review of the pump¿s black box revealed that the data from the date of the complaint had been overwritten. The original complaint was unable to be duplicated. The current black box showed no evidence of a short battery life. The pump powered with the returned battery cap. The battery cap was able to fully tighten. The current draws were within specifications. A ¿battery life¿ issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.